Event description:
Customer reported to synthes monument service and repairs that the battery reamer/drill stops running when put in reverse. The silver part of the device will not release.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device returned 29sept2011 (information received on 04apr2014) evaluation report details, a service history of the past years have been reviewed. The item was previously returned for service and passed testing. The previous service condition of the passed testing is not relevant to the current complained issue of the device stops running. The manufacture date of this item is 11oct2010.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 11/4/2010, additional manufacture date.

Event description:
This is report 1 of 1 for (B)(4).